Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation. History list: nothing unusual was found in the history on and around the mentioned date that could have contribute to problem described by the customer. All programmed boluses and basal rates were successfully delivered by the device. Additional the functionality of the piston rod was manually tested and no malfunction could be observed. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in a supplemental report.

Event description:
Patient reported the infusion device did not deliver insulin for the last 3 days but no error or alarm appeared. Verified that there are no errors in device memory. Patient reported a normal blood glucose level. Had patient prime the infusion device; no insulin came out. Had patient remove the insulin cartridge; piston rod is bent. Attempted to extend the piston rod; piston rod is blocked. Patient reported she did not make the last cartridge change correctly and since that time the issue appeared. No physiological effects were reported. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.